Manufacturer narrative:
Concomitant medical products: product type: implantable neurostimulator, product ID: 97715, serial# unknown, implanted: (B)(6) 2019, product type: implantable neurostimulator-- will be dual reporting on this device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that on (B)(6) 2019, the patient had an ins replacement because their prior ins had reached end of service (eos). During the procedure, impedances were observed to be 40,000 ohms on both tails of the lead/extension after inserting the new ins. The lead/extension was connected to a wireless external neurostimulator (wens), and impedances were normal. When they reconnected to the ins, the >40,000 ohms impedances appeared again on some electrodes. The doctor decided to replace the ins, which yielded >40,000 ohms on contacts 0-3, contacts 5 & 6 were bad, but 8-15 were good. Since the patient was not using the out of range electrodes, they decided to use the replacement ins. No symptoms were reported. The ins first replacement ins would be returned by the rep. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: product type: implantable neurostimulator, product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019; product type: implantable neurostimulator, 97715, serial# (B)(4), is still implanted in the patient. This ins was previously reported as the ins that was explanted due to high impedances during implant. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on april 9, 2019 and from the rep on april 18, 2019. Clarification was provided regarding which ins was the ins returned for analysis and which ins is still implanted in the patient. It was reported that the ins that was returned would not connect with the extensions that were in use, so it was replaced. The ins was received into the analysis lab on april 18, 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that on (B)(6) 2019, the patient had an ins replacement because their prior ins had reached end of service (eos). During the procedure, impedances were observed to be 40,000 ohms on both tails of the lead/extension after inserting the new ins. The lead/extension was connected to a wireless external neurostimulator (wens), and impedances were normal. When they reconnected to the ins, the >40,000 ohms impedances appeared again on some electrodes. The doctor decided to replace the ins, which yielded >40,000 ohms on contacts 0-3, contacts 5 <(>&<)> 6 were bad, but 8-15 were good. Since the patient was not using the out of range electrodes, they decided to use the replacement ins. No symptoms were reported. The ins first replacement ins would be returned by the rep. No further complications were reported or anticipated.